Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was unable to calibrate the sensor. Customer stated that the pump sometimes does not react to button pushes. Customer's blood glucose was 4.2 mmol/l and the calibrate sensor was still grayed out. Customer was able to calibrate through the sensor settings. Customer was advised that the pump will need to be returned and replaced due to the buttons not responding.

Manufacturer narrative:
No unexpected sensor settings screen anomalies were noted during testing. The pump communicated properly with a glucose sensor simulator and the minilink transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. All buttons functioned properly. No damage to the keypad traces or unlocked keypad connector noted. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay and a faded serial number label.